Event description:
I had the essure procedure on (B)(6) 2013. (B)(6), at 9:45 pm, I had a bowel movement that set off a migraine lasting until (B)(6). I went to the emergency dept at (B)(6), thursday when it happened. Had a CT scan performed which came back negative, was given compazine and benadryl that didn't help, was given imitrex that made it worse, then was given toradol that helped enough for me to go home. I slept for 2 hours and woke up screaming in pain from the migraine again. Saw my primary care doctor, (B)(6) on (B)(6), and was given a shot of demerol, told to take a nap. Woke up screaming again from the nap. (B)(6), I did not sleep, my migraine had become a 10 on the pain scale by the time I got to the hospital on (B)(6). I was given a pelvic exam, came back negative, a pelvic ultrasound, came back negative. Given compazine and benadryl again, then fentanyl and was able to go home and sleep all night, finally. I feel better today, (B)(6), but the migraine is still with me. All symptoms of my pain were - urinating and stools sent 10 scale pain waves through my head, bending over, standing up, sitting down for more than a minute, raising my arms, tilting my head back or forward, all sent 9 scale waves through my head. I was nauseous most of the time, lights and sounds bothered me whether light or dark or loud or quiet. My neck got stiff, spread down to my shoulders and upper back.